Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 11, 2024 and september 16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b5: update the quantity to "two(2)". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the giving set of a large volume folfusor detached from the cannister. This was observed before use. There was no patient involvement. No additional information is available.